Manufacturer narrative:
This ipg serial number was included in a field correction and field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02949. It was reported the pt noticed her charger felt extremely warm while charging her ipg. She also reported if she barely moved while recharging, then her ipg would lose communication with her charger. A new le charging system was sent to the pt. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.